Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted for the treatment of incisional hernia. The patient developed pain, erosion of mesh in her intestine and she required additional medical intervention, including a mesh removal surgery in january 2013. No additional information is provided at this time.